Event description:
It was reported that a user of the ilet bionic pancreas, paired with a dexcom g7, experienced a hyperglycemic episode with blood glucose peaking at 315 mg/dl and remaining above 180 mg/dl for approximately four hours, with an observed early-morning rise and a post-breakfast spike; the user plans to discuss potential dawn phenomenon with a healthcare provider. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no healthcare utilization, no ketone testing, no back-up therapy, and no assistance required. Investigation included complaint intake review and troubleshooting with user education regarding hyperglycemia monitoring and alerts. Investigation of this case revealed no device alarms above 300 mg/dl for more than 90 minutes and no evidence of device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.